Event description:
Device malfunction: plunger prematurely pulled out of the handle. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of the femoral artery using the proglide device after an interventional procedure. Reportedly, the physician was "about to lift the lever but the new lever would not go up." The plunger pulled out of the handle without any tension applied. Hemostasis was achieved using an angioseal. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(Plunger pulled put without any tension). The device was received. Investigation is not complete.